Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0339 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Per sales representative, facility contact stated that the hub of a per-q-cath "snapped" off when inside the patient. The nurse was able to grab the catheter and the line was removed. No patient injury reported. Awaiting additional event details from facility contact including if a new catheter was placed. On (B)(6) 2016 - additional information reported by nurse stated that a new catheter was placed in the patient and that there was no patient injury. No additional medical treatment was required.